Manufacturer narrative:
Evaluation summary: device has not been received for evaluation. The complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported during an intraocular lens (iol) implant procedure, the cartridge cracked as the lens was inserted. The surgeon stated he could feel a fracture vibration and hear a cracking sound as lens was inserted. This had no impact on the lens that was inserted. There was no patient impact.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).